Event description:
It was reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. Advised the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.